Manufacturer narrative:
Correction: manufacturing reference number 1627487-2020-22342 should not have been reported as a medical device report (MDR) after additional information received confirmed that based on parameters obtained, product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported. As a result, the patient¿s ipg was explanted and replaced. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the elective replacement indicator (eri) message displayed for the ipg on external devices. The device is providing therapy. No additional intervention steps have been planned.